Event description:
It was reported the patient wanted their implantable neurostimulator (ins) removed as soon as possible. The reporter stated they made several attempts to inform their healthcare professional (hcp) of their wishes. Additional information received reported the patient had been having ¿conversion disorder¿ non-epileptic seizures. It was noted the patient had an appointment with their hcp to discuss options on (B)(6) 2013. It was further noted the patient saw an hcp on the day of this report regarding the seizures. The reporter stated their hcp stated that it was important for the device to be removed since they are worried the patient was going to ¿rip something out¿ of their back from the seizure. It was noted the patient¿s seizures started about two months ago and the cause of the seizures was unknown. It was further noted the patient was having a lot of blood work done and they have a lot of other health issues including fibromyalgia, failed back surgery, spinal stenosis, and reversal of spinal cord. It was noted that the patient was bed ridden because of one of the conversion seizures and they hurt their neck during the seizure. The reporter further stated they were very scared about possibly ripping a lead wire out of her back from their seizures. It was noted the patient¿s seizures had caused them to fall down the steps and in the shower. The reporter stated that no other hcps want to look at them in their current situation. Additional information received reported the patient was having some health issues unrelated to the scs system and they may want it explanted.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n284581, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient wanted the implantable neurostimulator (ins) taken out because the ins had not worked for the patient. It was noted the patient had conversion disorder and non-epileptic seizures. It was further noted the patient was living in chronic pain. The reporter stated they had a seizure after a milogram and they had been having seizures for almost a month. It was noted the patient saw their healthcare professional (hcp) on the day of this report and they do have an appointment to see another hcp. The reporter stated they did not understand why they could not get the ins out of their back. The reporter further stated they kept getting the ins adjusted, but it was not working and it was causing them pain. It was note the patient had a milogram on (B)(6) 2013 and then started to have seizures. The reporter stated they were in and out of the hospital and their hcp did not know what was causing them. It was noted the patient had a seizure right after (B)(6) 2013 and their last one was about two weeks ago. It was further noted the patient was running into a problem because they needed a neck operation. It was noted the patient has had many back surgeries and their back was ¿messed up.¿ the reporter stated they wanted the ins taken out because it had never worked.